Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using the 90scruse, it suddenly started on its own¿even though no one was pressing the footswitch¿and smoke came out of the tip.